Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported missing door shims. Visual inspection identified the door shims were missing. The door shims were reinstalled to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump door was missing door shims. There was no known patient injury or medical intervention associated with this event. No additional information is available